Manufacturer narrative:
The reported product is not expected to be returned. Extended investigation is pending. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer reported receiving a reading of 14.3 mmol/l (257 mg/dl) mg/dl on the sensor scan and self-administering insulin (dose/type unknown). Customer further reported she subsequently lost consciousness and her husband injected her with glucagon. Paramedics were called and customer was transported to a hospital but no further treatment was reported. A blood glucose result of 2.6 mmol/l (21 mg/dl) was reported but it is unknown on what device this result was obtained. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for all fs libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, the tripped trend concluded that the design continues to prove robust, the manufacturing process remains in control, and the product functions as intended, provided that the label copy is appropriately followed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer reported receiving a reading of 14.3 mmol/l (257 mg/dl) mg/dl on the sensor scan and self-administering insulin (dose/type unknown). Customer further reported she subsequently lost consciousness and her husband injected her with glucagon. Paramedics were called and customer was transported to a hospital but no further treatment was reported. A blood glucose result of 2.6 mmol/l (21 mg/dl) was reported but it is unknown on what device this result was obtained. There was no report of death or permanent impairment associated with this event.